Manufacturer narrative:
(B)(4): evaluation results: (lack of information), (disease progression).

Event description:
An aneurx stent system graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 7 years ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that an aneurx stent graft was implanted with a 24x37.5 aneurx cuff and 26x37.5 cuff to act as a flared limb on the right (ipsilateral side). On the left side, two 16x85 limbs were placed (ref. MFR 2953200-2010-01951). No issues have been reported. The patient's follow-up history post-implantation is unknown. Sometime this year new iliac aneurysms were noted without any endoleaks of the aneurx stent grafts. The patient's presentation at the time of the event is unknown. The patient had disease progression and developed a new 4 cm in diameter (at largest diameter) bilateral iliac aneurysms distal to the aneurx grafts. Five months ago the left hypogastric was coiled and another manufacturer's graft on the left side. A month ago in a planned intervention, two 18x13.5 grafts from another manufacturer, and an 18x11 graft from another manufacturer were placed on the right side, and the right hypogastric was coiled. There was no issue covering both hypogastrics, and the patient is well. No additional clinical sequelae were reported.